Manufacturer narrative:
The customer contacted the customer care solutions center for support. The device was not returned to the factory for evaluation as the field service engineer (fse) that was paged for onsite support at the customer site was cancelled at the customer's request. The biomed stated that he was able to find the patient's spo2 alarm event strip stored at the information center and the data demonstrated that the alarm event duration was approximately 10 minutes. The spo2 alarm limits were set for 90-100 with a desat limit of 85. The biomed was instructed in how to view the review alarm messages at the bedside after which he stated many low spo2 alarms were posted for this patient. When offered onsite evaluation of the product, the biomed declined, reporting to the field service engineer that he believed this was a use error issue and did not feel onsite support was warranted. Nursing staff were reported to have restarted the bedside monitor after which they noted alarm were occurring. The biomed reviewed stored information at the central and bedside and stated he found evidence of alarms having occurred. The biomed indicated he believed this was a use related issue and declined further device evaluation: the device is considered to be in use at the customer site. No malfunction is supported. The customer reported that they did not receive alarms for a patient desaturation event that was reported to have lasted for 10 minutes however the biomed with assistance from philips solutions center was able to find strips and other stored data supporting that alarms were in fact provided before and during the time in question. The customer decline onsite evaluation of the product as they believed this was a use related issue. The information does not support that any product malfunction occurred.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6)

Event description:
The customer reported that on (B)(6) 2015 at 9:17 a.m., a patient in bed 294 had a drop in spo2 to 60% and no alarm was provided at the bedside or central. The patient was described to have been in a low oxygen state for 10 minutes and required the administration of oxygen.